Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two maxcore core disposable biopsy instrument was received. During visual evaluation in sample 1 & 2, the device appeared to be clean. Both devices were received with a needle protector and without a yellow guard attached to the needle and was received in their initial positions. During functional testing in both samples, to prime, the top slide and the bottom slide device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast. The device was able to prime and fire properly. All six samples were obtained with no issues in both samples. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and obtain samples with no issues in both samples. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy procedure using the maxcore device. During the procedure, allegedly the device failed to fire. No coaxial needle was used. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide kidney biopsy procedure using the maxcore. During the procedure, allegedly the device failed to fire. No coaxial needle was used. There was no reported patient injury.